Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that the patient came in for an infusion and the device was leaking at insertion site when flushed. This was pulled and there was a large hole down the catheter. PICC line placed on (B)(6) 2024 with lot number rejr0470. Patient continued to receive IV antibiotics. On (B)(6) 2024 during antibiotic infusion PICC dressing noted to be wet with leaking fluid and some blood. Dressing changed, and PICC line not used. On (B)(6) 2024 PICC line pulled and shear noted in PICC line extending approximately halfway through diameter of PICC line in area tunneled under skin. Delay of antibiotics while waiting on PICC line, and inability to place another PICC line due to infection risk, necessitating patient to be stuck daily x6 to complete antibiotic regimen.